Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patient experienced a headache during mid trial. It was also noted that the patient had wet the bed three times and had inadequate pain relief during the trial. The patient underwent a lead pull procedure. It was discovered that the patient had a cerebrospinal fluid leakage (csf). The patient was given one liter of fluids and had a blood patch. The explanted trial leads were not returned as they were discarded by the medical facility.